Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported false positive on behalf of a family member. No further information including date of event, cartridge lot number, cartridge serial number, reader serial number, patient specific information or if any outside confirmatory tests were taken.